Event description:
It was reported "under continuous echoscopic guidance, a catheter was placed in the right femoral artery. Single puncture. Seldinger technique in place under ultrasound vision. Upon removal of the seldinger, which occurred without difficulty, a 'fraying' was found with separation of the 'elastic core' for three-quarters of its length. No ruptures, the tip marker is present in both portions. A dressing is applied with manual compression. Vascular surgeon is alerted." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn (B)(4).

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "under continuous echoscopic guidance, a catheter was placed in the right femoral artery. Single puncture. Seldinger technique in place under ultrasound vision. Upon removal of the seldinger, which occurred without difficulty, a 'fraying' was found with separation of the 'elastic core' for three-quarters of its length. No ruptures, the tip marker is present in both portions. A dressing is applied with manual compression. Vascular surgeon is alerted." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".